Event description:
A malfunction was reported on the pump by the caller, but no notable events occurred prior to the malfunction, and the issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer successfully reset the pump before contacting technical support and sought assistance with the issue and occlusion problems. Technical support advised the caller to continue using the pump and to call back if any malfunction codes recur. The caller acknowledged and understood the instructions.